Event description:
According to the reporter, the patient underwent a promontofixation procedure in 2015 using a mesh and tacker, following this, a subtotal colectomy was performed in 2016 due to colonic decompensation, and a recurrence of prolapse was noted in 2017, associated with pelvic floor collapse, vaginal gap and anal sphincter hypertonia. Additional surgery (richter¿s sacro-spinofixation and posterior perineorrhaphy) was conducted in 2017 with seemingly uneventful recovery. However, the patient's condition has since worsened, leading to chronic pain, fatigue, early disability retirement, financial hardship, and severely diminished quality of life. In 2018, the patient began experiencing severe bilateral neuropathic leg pain, now requiring significant rest to manage. Despite regular electromyography (emg) follow-ups and the neuropathy being classified as idiopathic. No corrective action or intervention from the healthcare facility has been reported to date.

Manufacturer narrative:
D10 concomitant product: tecgk06 parietex prosup strips 18x6cm x1 (lot#: spb0624x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.